Event description:
Reportable based on device analysis completed on 27-sep-2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in moderately tortuous and moderately calcified left anterior descending (lad) artery. A 16 x 3.50 rebel stent was advanced but failed to cross the lesion. No complications were reported. However, returned device analysis revealed stent damage. The device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple minor kinks along the whole device. Microscopic examination revealed that the stent is damaged. The balloon is tightly folded and the stent is still tightly crimped on the balloon. There is blood present on the balloon folds. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated.